Manufacturer narrative:
The customer¿s complaint of tpn leaking from the connection of an IV port mated to a non-carefusion/bd connector was not confirmed. Functional testing failed to produce a leak within the administration set. Pressure testing also found no fault with the received set. The root cause of the leak was not identified

Event description:
The customer reported tpn leaked at the connection of a quad-fuse port to a non-carefusion/bd connector. The tubing was changed and there was no patient harm.